Event description:
The dr claims that during the procedure, the graft leaked an unk quantity of blood from the area of the bifurcation. The dr stopped the leak by suturing. The procedure outcome was successful. The graft was left in. The pt's condition is fine.